Manufacturer narrative:
Gastrointestinal bleeding has been identified as a potential risk associated with use of the heartware system. While this patient's symptoms likely relate to device support, based on our investigation, there is no evidence to suggest a device malfunction. Current literature suggests a relationship between non-pulsatile left ventricular assist devices and gi bleeding. Etiology varies and may be the result of ulcers, the development of arteriovenous malformations, acquired von willebrand syndrome, and use of anti-coagulation therapy among other factors. Underlying individual patient factors may also play a role. No additional information will be forthcoming.

Event description:
Approximately three years post implantation, the patient presented to the emergency department with complaint of urinary retention after removal of a foley catheter the day prior. She was admitted for work-up of urinary retention and incidentally found a drop in her hemoglobin and hematocrit. The patient underwent an upper gi endoscopy in which multiple bleeding angiectasia of the stomach were found and treated with thermal therapy. The patient's hemoglobin and hematocrit gradually increased and stabilized during her admission. It was reported that the patient did not require a transfusion during her hospitalization. The patient was discharged home approximately one week later.

Manufacturer narrative:
The device remains implanted in the patient. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.